Event description:
The manufacturer became aware that a user was being transferred via ambulance to her home for hospice care. The user was on a hospital bipap machine and mask and transferred to her own bipap with a new amara view full face mask for home usage. The ems personnel allegedly did not remove the clear plastic shroud/ liner from the mask before placing it on the user. In the following minutes, the user allegedly suffocated to death with all the medical personnel in the same room. It is unknown the type and manufacturer of the bipap machine and the settings of the device at the time of death. The investigation is on-going. A follow up final will be filed when the investigation is complete.

Event description:
The manufacturer became aware that a user was being transferred via ambulance to her home for hospice care. The user was on a hospital bipap machine and mask and transferred to her own bipap with a new amara view full face mask for home usage. The ems personnel allegedly did not remove the clear plastic shroud/ liner from the mask before placing it on the user. In the following minutes, the user allegedly suffocated to death with all the medical personnel in the same room. It is unknown the type and manufacturer of the bipap machine and the settings of the device at the time of death. The investigation is on-going. A follow up final will be filed when the investigation is complete.

Manufacturer narrative:
Correction: the manufacturer previously reported on the initial MDR the medical device problem code: 3190 (insufficient information). After review, the medical device problem code should be 4001 (patient device interaction problem). The manufacturer also reported this on MDR 2518422-2022-13896 (medwatch report) and 2518422-2022-13896-1 as well. Additional new information was received on the mask model, catalog number and lot number. UDI was also given. The device model and sn was also new information. No product was returned for investigation. The manufacturer requested lot number and part number of the mask, but no information was available. No product was returned. The amara full face mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. This mask should also not be used on patients who need life support ventilation, who are taking prescription medication that may cause vomiting, or on patients who are uncooperative, obtunded, unresponsive, or unable to remove the mask. An exhalation port is built into the mask so a separate exhalation port is not required. The manufacturer concludes no further action is necessary.